Manufacturer narrative:
Reference MFR report # 2916596-2016-02244 for the report of the pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 77 days. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patient was admitted for suspected device thrombosis, hemolysis, tea colored urine, and worsening heart failure. The plasma free hemoglobin (pfhg) was 220 mg/dl and lactate dehydrogenase (ldh) was 3452 u/l, and heparin was initiated. On (B)(6) 2017, the patient¿s ldh was 2731 u/l and pfhg was 120 mg/dl. It was reported that the patient was too high risk to survive another pump exchange. The patient had undergone a previous exchange due to device thrombus. The patient¿s condition continued to worsen, and care was withdrawn and the patient expired on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned assembled with the driveline intact. Upon disassembly of the returned pump, a thrombus formation was found surrounding the inlet bearing cup. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed around the inlet bearings over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it was obstructing approximately 40-50 percent of the blood flow path and could have contributed to the reported hemolysis. In addition, depositions of loosely clotted blood and tissue-like clotted blood were found in the inflow conduit, outflow conduit, and in the pump. The observed depositions were unstructured, non-laminated, and were not adhered to the blood-contacting surfaces. Moreover, the depositions showed no evidence of denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition in that location was present during pump support. Besides the laminated thrombus surrounding the inlet bearing cup, all depositions found in the device appeared consistent with post-mortem blood remaining stagnant after support was withdrawn. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.